Manufacturer narrative:
The referenced percutaneous lead replacement was reported under medwatch MFR report #2916596-2015-01772. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 6 months. It was reported that the patient was cremated and the pump would not be available for evaluation. The system controllers were returned for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had recently been in the hospital from (B)(6) 2015 for a possible percutaneous lead fracture. While in the hospital, the system controller was exchanged and an external percutaneous lead replacement procedure was performed. It was reported that on the evening of (B)(6) 2015, the patient went to bed early due to a headache and not feeling well. At an unspecified time after the patient went to the bedroom, the caretaker reported hearing the patient yell that "something was wrong". A red heart alarm was sounding at the time the caretaker entered the bedroom and was instructed by the patient to "call 911". The patient became unresponsive. When the emergency personnel arrived, the patient was pronounced dead. It was reported that a call was never made to the implanting center lvad emergency phone nor did the patient contact the vad team to alert them of any alarms prior to the event. The vad team learned of the patient's death when they were contacted by a police officer. The manufacturer's technical services received a system controller log file that was only approximately 3 minutes in duration. The log file showed that the pump was unable to reach the set speed of 9600 rpm with the speed ranging from 0-6470 rpm. The file ended with the driveline being disconnected. The vad coordinator reported that the patient's other system controller was brand new and they verified there were no events on that system controller. No additional information was provided.

Manufacturer narrative:
Based on the manufacturer¿s past experience and similar reported events, the constant hazard alarms and elevations in pump power values associated with the pump''s inability to maintain the set pump speed could be indicative of a percutaneous lead damage; however, a full examination of the pump could not be conducted because the device was not returned for analysis. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.